Manufacturer narrative:
Additional information is still being sought for the model and serial number of the device. This report will be updated once information is received.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. This device remains in service. No adverse patient effects were reported.